Event description:
Cardioversions were rescheduled when stat venous inr indicated a bias of 0.4 on the high side of the poc machine, with the inr dosing too low for cardioversion. Our follow-up 2009 prospective parallel study of poc + venous inr showed 0.4 "high" on poc, on over 100 tests conducted at our health resource center. The equipment is functioning as intended and meets the current FDA poc testing requirements. The poc results require a reference range adjustment or subtracting a correction factor. We request a formal protocol or process be published to ensure all users are aware of the bias.